Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury is related to procedural circumstances and due to clip coming in contact with the left atrial wall. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4 with a prolapsed posterior leaflet. During steering of the clip, the clip made contact with the left atrial wall causing tissue damage. At first, it was thought it might be a blood clot, so the clip was removed. After removing the clip it was confirmed that there was no thrombus. The left atrium dissection was stabilized. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.